Event description:
The lay user / patient contacted lfs (B)(6) 2013, alleging segments missing on their one touch ultra 2 meter. In (B)(6) 2012, the patient mentioned that due to the missing segments, he misinterpreted the readings and contacted his physician. He visited his physician and the physician advised him to change his diet (less food/drink) and later added januvia table to his diabetes regimen to lower his blood glucose reading. The patient mentioned after the change to the diabetes regimen, he started to have some "palpitation" and was shaking. He claimed he got a new meter, a one touch vita meter and stopped the januvia and now feels better. The one touch ultra 2 meter was replaced. The complaint is being reported since the patient alleged that due to the alleged missing segments, his physician changed his diabetes medication and the patient later developed symptoms suggestive of a serious injury